Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the patient had a venous closure of the right common femoral vein (rcfv) using the pre-close technique via an 8f sheath hole prior to a micra leadless pacemaker procedure. Reportedly, two proglide sutures were preplaced prior to the procedure. The sheath was upsized to 12f, 14f and finally 23f to perform the micra leadless pacemaker procedure. The two proglide sutures achieved hemostasis after the procedure with no manual compression necessary. Two days later, the patient returned with leg pain and swelling. An ultrasound and doppler were performed and found upper and lower extremity deep vein thrombosis with a vessel narrowing observed from the right femoral vein to the popliteal. The patient was transferred from the intensive care unit to the cardiovascular operating room for treatment. A thrombectomy and rcfv repair was performed. There was no clinically significant delay in the index procedure. The patient was readmitted for treatment. No additional information was provided.

Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of pain, swelling, and thrombosis are listed in the proglide instructions for use (IFU), potential adverse events, section 9.0 as potential adverse event associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.